Event description:
The customer reported via phone call that they had fallen down from having a low blood glucose event. The customer reported the insulin pump was damaged as a result of their fall. The customer's blood glucose was 235 mg/dl at the time of incident. Customer stated there was missing pieces from the insulin pump. It was also reported a piece of the insulin pump popped off after hitting the insulin pump on the counter. The insulin pump would not power on as a result of the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly to the interface board. The insulin pump has scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.